Event description:
It was reported that a patient received a bone void filler graft during a ¿posterior l4 decompression/tumor rebulking, fusion, instrumentation <(>&<)> tlif, cage at l3-5.¿ at an unknown time post-operatively, the operating surgeon believed that there was a post-op infection, and therefore ¿needed to do [a] ¿wash out¿ on the patient. However, after the wash out surgeon remarked that the infection was located more on the top surface of the wound as opposed to being deep down inside the wound, potentially feeling that it was unrelated to the implant.¿ no additional information was provided.

Manufacturer narrative:
(B)(4). Review of the device history records for the suspect device indicated that the graft was manufactured according to procedure and met all required specifications. There were no non-conformances associated with the manufacture of the product. The donor was confirmed to have been appropriately screened and tested in accordance with the manufacturer¿s donor suitability criteria and was deemed eligible for transplantation. The tissue recovery organization which provided the donor tissue to the manufacturer was notified of this incident, and they have received no additional reports of infection involving any other tissues procured from this donor. To date, the manufacturer has not received any other reports of infection involving any other grafts manufactured from this lot of product or from this donor tissue. Based on these findings, the manufacturer's medical director has concluded that there is no medical evidence linking the subject graft to the patient's infection. In addition, it was reported that the operating surgeon stated that, based on the location of the infection, he ¿potentially¿ felt that the patient¿s infection was unrelated to the graft. No further action is required at this time and this investigation is considered closed.